Event description:
The lay user/patient called lifescan (lfs) in 10/05 and alleged that her meter was reading inaccurately erratic. The medical affairs specialist attempted to speak to the pt for more clinical info. A letter has been sent to reach the pt. The pt reported a test result of 178 mg/dl. She took a regular dose of her oral medication. She retested "a minute later" and obtained a result of 126 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Fifteen minutes after testing, she began to feel shaky, so she drank some orange juice. It is not known if she retested at this time. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot.